Event description:
Information received by a nurse from clinic, a smiths medical ambulatory infusion pumps cadd administration sets - flow stop was leaking unknown medication. Event was described during precheck and no patient injury or involvement.

Manufacturer narrative:
Additional information: b3, d10, h6, h10. Correction: h6 (patient code). Device evaluation: one cadd cassette reservoirs sample received consist of cassette product form p/n 21-7002-24. The sample was received in used conditions without its original packaging inside in a plastic bag. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and the cassette sample had a medication information label. Functional testing was performed by using a syringe to infuse water into the ay bag and leak was detected in the ay bag, specifically located in top corner near pump tube connection. The customer's reported problem was confirmed. According to the investigation, the most probable root cause is; during assembly process in the bag loading operation the ay bag was not handled property. The following actions were taken, quality alert was created to notify production personnel regarding reported failure mode and was conducted by quality engineer. The production and quality personnel were training on quality alert.